Event description:
It was reported following a left common iliac percutaneous transluminal angioplasty (pta), a 6f angio-seal sts plus was deployed and hemostasis was achieved. Following that, a pta of the left superficial femoral artery was performed via a left femoral artery antegrade approach. During the procedure, a guidewire was advanced into a false channel and an arterial dissection occurred. The pta was discontinued. A 6f angio-seal sts plus was deployed and hemostasis was achieved. Manual compression was applied for 20 minutes, followed by a sandbag to block the dissection. Five hours late, the pt experienced a thrombotic occlusion. The physician attempt to remove thrombus via a right common femoral artery approach but failed. The pt underwent surgery. The physician stated that the event was caused by thrombosis of the arterial dissection and compression of artery during manual compression and the sandbag.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history records for these lots confirmed these lots met manufacturing requirements prior to shipment. Lot 2023048 manufacturing date is 5/2007 and expiration date is 5/1/2008. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU also cautions the use of the angio-seal device in pt's with clinically significant peripheral vascular disease.